Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 455 mg/dl. The customer's other blood glucose were 140 mg/dl and 473 mg/dl respectively. Customer were okay to troubleshoot. Customer was treated with food for high blood glucose level. Customer ran self test and displacement test and it was pass. The insulin pump will not be returned for analysis.